Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the button on the air oscillator device was stuck. During service and evaluation, it was noted that the device sliding sleeve was rough running, the bearings were worn, and the coupling tool side was loose and worn. It was also noted that the device failed pre-repair diagnostic tests for function of the saw head, symmetry, and for immediate stop function. It was not reported if this event occurred during a surgical procedure or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.